Event description:
It was reported that this lead exhibited noise, loss of capture due to high thresholds, pacing inhibition, and high out-of-range impedances measurements. The patient also reported feeling lethargic with the out-of-range impedances. Boston scientific technical services (ts) was consulted and reviewed both available device data and recent x-ray imaging of the pacemaker system. Lead testing was recommended to rule out lead impairment or lead fretting within the device header. At this time, the suspected cause of the impedance issues is a nodal contact, and the physician has elected to closely monitor this patient via the remote patient monitoring system. No adverse patient effects were reported, and this pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).